Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-70. Serial: (B)(4). Batch: 5087511/5087512.

Event description:
It was reported that the patient was experiencing discomfort, tenderness and irritation at the ipg site. A loop of lead was also noted above the ipg that was adding to the discomfort. The patient underwent a revision procedure wherein the ipg was relocated without disconnecting the leads. Nothing was explanted. The patient was doing well postoperatively.